Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transvaginal hysterectomy due to sui, symptomatic uterine fibroids, menometrorrhagia, chronic pelvic pain and severe cervical dysplasia. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pelvic pain right lower quadrant and recurrent urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that the patient underwent coaptite injections on (B)(6) 2013 for continued sui. It was reported that patient underwent pubovaginal sling with fascia lata graft harvest, percutaneous suprapubic catheter placement and cystoscopy on (B)(6) 2104 due to intrinsic sphincter deficiency and sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.